Manufacturer narrative:
As reported, after the procedure, a 6f exoseal vascular closure device (vcd) was attempted to be used using standard operating procedures. The device failed to engage, the indicator window showed no change, and the plug deployment button could not be pressed. The device was withdrawn, and manual compression was used to achieve hemostasis. There was no reported injury to the patient. The operator was trained on the device. The exoseal vascular closure device (vcd) was stored, inspected, and prepared according to the instructions for use (IFU). It was used in an interventional procedure with an antegrade approach. A non-cordis sheath introducer was used. Angiography confirmed femoral artery suitability, including the correct sheath insertion angle, with vessel diameter at least 5 mm, and no calcium, plaque, stent, significant stenosis, prior closure, or pre-existing vascular abnormalities at the access site. No visual damage to the indicator wire was noted, and there was no difficulty connecting the sheath introducer to the device or advancing the device through the sheath, and the sheath showed no kinking. The indicator wire cowling locked with the handle assembly. The indicator window was facing up during retraction but did not change color, while pulsatile blood flow was observed in the bleed-back indicator. No damage was noted to the indicator wire loop at removal. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the indicator wire loop. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was found fully deployed with no anomalies noted to the loop. During analysis, the deployment lever was fully depressed, the indicator wire retracted, and the plug deployed. There were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to indicator guidewire not engaging reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, an antegrade approach was reported. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after the procedure, a 6f exoseal vascular closure device (vcd) was attempted to be used using standard operating procedures. The device failed to engage, the indicator window showed no change, and the plug deployment button could not be pressed. The device was withdrawn, and manual compression was used to achieve hemostasis. There was no reported injury to the patient. The operator was trained on the device. The exoseal vascular closure device (vcd) was stored, inspected, and prepared according to the instructions for use (IFU). It was used in an interventional procedure with an antegrade approach. A non-cordis sheath introducer was used. Angiography confirmed femoral artery suitability, including the correct sheath insertion angle, with vessel diameter at least 5 mm, and no calcium, plaque, stent, significant stenosis, prior closure, or pre-existing vascular abnormalities at the access site. No visual damage to the indicator wire was noted, and there was no difficulty connecting the sheath introducer to the device or advancing the device through the sheath, and the sheath showed no kinking. The indicator wire cowling locked with the handle assembly. The indicator window was facing up during retraction but did not change color, while pulsatile blood flow was observed in the bleed-back indicator. No damage was noted to the indicator wire loop at removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the procedure, a 6f exoseal vascular closure device (vcd) was attempted to be used using standard operating procedures. The device failed to engage, the indicator window showed no change, and the plug deployment button could not be pressed. The device was withdrawn, and manual compression was used to achieve hemostasis. There was no reported injury to the patient. The operator was trained on the device. The exoseal vascular closure device (vcd) was stored, inspected, and prepared according to the instructions for use (IFU). It was used in an interventional procedure with an antegrade approach. A non-cordis sheath introducer was used. Angiography confirmed femoral artery suitability, including the correct sheath insertion angle, with vessel diameter at least 5 mm, and no calcium, plaque, stent, significant stenosis, prior closure, or pre-existing vascular abnormalities at the access site. No visual damage to the indicator wire was noted, and there was no difficulty connecting the sheath introducer to the device or advancing the device through the sheath, and the sheath showed no kinking. The indicator wire cowling locked with the handle assembly. The indicator window was facing up during retraction but did not change color, while pulsatile blood flow was observed in the bleed-back indicator. No damage was noted to the indicator wire loop at removal. The device will be returned for evaluation.